Event description:
It was reported, the camera head plug had loose contact. The issue occurred during a cystoscopy procedure. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: g3, d8, d9, h2, h3, h4, h6, h10. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue was cause by a worn out coupler unit. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head plug had loose contact. The issue occurred during a cystoscopy procedure. The procedure was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.